Event description:
The account alleged, the head high/low drifts down.

Manufacturer narrative:
The technician found the hydraulic manifold failed the function test. He replaced the hydraulic manifold to repair the bed.